Manufacturer narrative:
(B)(4). Unable to perform displacement test due to detached retainer and missing reservoir tube o ring. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. Insulin pump received with broken belt clip rails. Insulin pump passed rewind test, prime, seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. No device heating up noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer did not mentioned blood glucose at the time of incident. Troubleshooting was performed. Customer did not mentioned the cause of the blank display. The customer inserted new battery but the issue reoccurred. The insulin pump will not be returned for analysis.